Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt's therapy electrodes (te's) were non-functional.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (non-functional te's) has been conformed. As received, the belt failed incoming testing. Upon eval, there was an open along the pulse wire between the distribution node (dn) and ECG 'b'. The cause of the non-functional te's is the open pulse wire. The root cause of the open wire was excessive force placed on the cable. No adverse event resulted from the defective electrode belt.